Manufacturer narrative:
Product ID 399960, lot# v884681, implanted: (B)(6) 2013, product type lead. Product ID 37754, serial# (B)(4) product type recharger. Product ID 37746, serial# (B)(4) product type programmer. Patient product ID 3708160, serial# (B)(4) implanted: (B)(6) 2013 product type extension. Product ID 3708220,serial# implanted: (B)(6) 2013 product type extension. Product ID 97791 lot# n390491 implanted: (B)(6) 2013 product type accessory. Product ID 3777-45, serial#(B)(4) implanted: (B)(6) 2013 product type lead. (B)(4).

Event description:
It was reported the patient experienced ¿lead migration.¿ it was stated that a final intra-operative x-ray was performed and indicated ¿good¿ lead placement. The morning after implant, the patient was reported to have experienced ¿extreme pain in their upper right extremity.¿ it was noted a CT scan was performed and confirmed the ¿lead had migrated.¿ it was noted the lead would be ¿moved back into position.¿ additional information stated the lead revision was performed two days after the initial implant with ¿excellent results.¿ it was noted to have been ¿believed the lead moved during the time, the patient was moved from the operating room table to the bed.¿ it was stated that during the revision procedure, the lead was ¿given more strain relief at the incision site to accommodate greater neck motion.¿ it was stated the morning after the revision procedure, the patient had ¿very good coverage of her painful areas.¿ a supplemental report will be filed if additional information becomes available.